Event description:
It was reported that patient's right ventricular lead exhibited noise. No intervention was performed. The patient's status was unknown.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
New information received that during initial implant procedure, the patient's right ventricular lead exhibited myopotential oversensing. Programming changes were made. The patient was stable.